Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2022 and suture was used. During the procedure, the event occurred due to the rupture of the thread, which burst three times, which led to the generation of inflammation due to the repeated passage of stitches in a patient whose surgery was a reintervention. They had previously used a polyester suture from another brand. The event was presented by the break of the strand which was broken three times, what led to generate inflammation by the repeated passage of points in a patient whose surgery was a reoperation which has the ophthalmologist alert for fear that the points will be released. So far the patient is going well. As for the suture with which the event was presented is only vicryl, the polyester is from another provider. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the reintervention performed because the stitches were loose? The patient's skin stitches have already been removed, but it is still inflamed, the evolution has not been the same since the tissue was traumatized because the suture had to be passed three times and that generates greater trauma and bleeding since the tissue was periosteum and muscle. It is hoped that the eyelid will not come loose because if so, it would be due to the suture and the patient would require a reoperation. Indicate the thread break in the first, second suture, were they from another brand? The first 6-0 polyester suture is a mani brand that was dispensed by another supplier and the second 5-0 vicryl suture is from j&j and was dispensed by cobo medical and it also broke when tying. The third rupture of the suture is from j&j? The first 6-0 polyester suture is a mani brand that was dispensed by another supplier and the second 5-0 vicryl suture is from j&j and was dispensed by cobo medical and it also broke when tying. Was any medical or surgical intervention performed (withdrawal of the product, reoperation, resuture, reclosing, drainage)? If so, please specify. The points of both sutures were passed several times, so far no reoperation has been required. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide the name of the drug, route and dose. No antibiotics or steroids were prescribed. Pain reliever only. Indicate the batch number: at2687. Do you have photos available for visual analysis? No. What is the current status of the patient? It was reported in the first question of this statement " attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the first 6-0 polyester suture used during the initial procedure is a competitor brand? Was the 5-0 vicryl used during the second procedure? Were there any adverse reaction or causality related to vicryl 5-0 or just with the 6-0 polyester suture only (mani brand)? Please clarify how many vicryl 5-0 suture broke during the procedure (when tying)? Was the pain reliever prescribed and given to the patient due to the first surgery? Was this related to vicryl 5-0? It was reported that: ¿that generates greater trauma and bleeding since the tissue was periosteum and muscle.¿ was this caused after using vicryl suture 5-0 or when 6-0 polyester suture was used (mani brand} a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-01032 and 2210968-2023-01034.

Manufacturer narrative:
Product complaint # : (B)(4) corrected information. Upon review of the additional information provided, this medwatch report # mwr-30012023-0001341505 is no longer reportable. The following additional information was received: ¿is the first 6-0 polyester suture used during the initial procedure a competitive brand? Yeah was vicryl 5-0 used during the second procedure? It was used during the same procedure. Were there any adverse reactions or causality related to vicryl 5-0 or just polyester 6-0 suture only (mani brand)? The repeated passage of the points with the vicryl 5-0 generated inflammation already mentioned. How many 5-0 vicryl sutures were broken during the procedure (during tying)? 1 that was broken three times. Was the analgesic prescribed and administered to the patient due to the first surgery? Was this related to vicryl 5-0? The sutures were used on the same patient, there is no second surgery. The prescription of an analgesic is a protocol for pain management. It was reported that: ¿this generates greater trauma and bleeding since the tissue was periosteum and muscle¿. Was this caused after using 5-0 vicryl suture or when using 6-0 polyester suture (mani brand}. After using 5-0 vicryl.¿ received additional information stating that only 1 suture broke during the procedure three times. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.